Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: no CAPA is required.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked chemo medication past the plunger during use while preparing and drawing it up. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "the technician was drawing up solution and noticed they were leaking out of the back end of the plunger." The product leaked around the stopper and down the plunger after the medication injection into the cadd. This particular syringe contained "chemo" drug and was discarded. No adverse event reported. These issues were identified by the pharmacy technicians in our hospital preparing medications and prior to the medications leaving the pharmacy to be used on a patient so there is no specific patient information.